Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that during the lead revision on (B)(6) 2018, the physician was unable to implant the drg lead at the l3 vertebral level due to scar tissue. As such, the physician decided to place a trial lead t9 and t10 but the trial lead but out of box issue was identified and no drg leads were implanted. The procedure was abandoned.